Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection confirmed the reported issue, the optical lens was found broken. Also, the rigid outer tube is bent. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus sales representative reported the customer ultra telescope has an optical fiber system issue, ¿cracked lens¿. The reported problem was found at reprocessing. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue occurred due to excessive use. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.